Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same patient (reference 1822565-2017-01213 and 0009613350-2017-00160).

Event description:
It is reported that the patient underwent an attempted revision procedure to remove trauma fixation prostheses due to unknown reasons. The surgeon was unable to remove the prostheses due to reasons unrelated to zimmer (B)(4) product and has rescheduled the revision for a later date.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Upon reassessment of the reported event, this device was determined to not be under the design control or reporting responsibility of zimmer biomet warsaw. The initial report should be voided.